Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery while the problem was resolved. Technical support arranged for a replacement pump, confirmed the shipping address, and provided instructions for returning the faulty pump, which the customer understood and acknowledged.